Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the proximal left anterior descending artery (lad). A non-compliant balloon was used to pre-dilate the vessel. The first 2.5mm c2+ ivl catheter (reference MDR# 3015053858-2025-00029) was used which delivered 30 pulses at max inflation of 4atm before the balloon ruptured. A second 2.5mm c2+ ivl catheter (reference MDR# 3015053858-2025-00028) was used which successfully delivered 120 pulses at max inflation of 4atm with no alleged product malfunction. A drug eluting stent (des) was placed and multiple non-compliant balloons were used for post-stent dilation to complete the procedure. After the procedure, the patient experienced a non q-wave myocardial infarction (mi). This event was adjudicated by the clinical events committee (cec) which confirmed the periprocedural mi was attributable to the target vessel. The cec noted elevated ck-mb levels above ten times the upper limit within 48 hours of the procedure as well as side branch occlusion with no new q waves. It was determined that the mi was possibly related to the study device and definitely related to the procedure. There was no other patient sequalae reported. The patient was discharged five days after the index procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitely determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. There is no indication that the balloon rupture of the first ivl catheter was related to the patient outcome. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.